Event description:
The information received from the field states that this patient was diagnosed with a retroperitoneal bleed after receiving a vena cava filter. There is no patient or procedural information available a this time. The product will not be returned for evaluation and testing.